Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. Device passed the sleep current measurement, active current measurement and self test. No failed battery test alarms or rainbow discoloration on screen noted during testing. Device functioning properly. Device received with cracked retainer and cracked keypad at select button. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump screen harder to read due to rainbow effect or discoloration in bright light. Customer stated that insulin pump rejects new batteries. Customer stated that they received unexplained non delivery alarm. The device will not be returned for analysis.